Event description:
The customer observed a falsely depressed platelet on the cell-dyn ruby for one patient that was not reported out of the laboratory. The following results were provided: initial platelet= 17.5 (10e3/ul); repeat platelet= 105 (10e3/ul) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting, replaced valve 21 and cleaned the segmented on 11jun2024. On june 14, 2024, the fsr inspected the valve tubing number 92, 55, 12, 14, and 15 and replaced valve tubing 14, which resolved the issue. Return testing was not completed as returns were not available. Data and information provided by the customer confirm the complaint issue without indication for any additional issues identified. A review of tracking and trending for the valve tubing did not identify any trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the cell-dyn ruby analyzer for serial (B)(6) was identified.

Event description:
The customer observed a falsely depressed platelet on the cell-dyn ruby for one patient that was not reported out of the laboratory. The following results were provided: initial platelet= 17.5 (10e3/ul); repeat platelet= 105 (10e3/ul). There was no impact to patient management reported.